Event description:
After 1+ months of implantation, this ICD was explanted and returned, because it was reported that there were inappropriate shocks and no sensing. Note: upon re-intervention, it was found that one of the setscrews were loose. The device was explanted in 2006.

Manufacturer narrative:
June 13, 2006, the analysis from the manufacturer is pending.